Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of over 500 mg/dl. Cause of elevated bg was unknown. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to discuss diabetes management with a health care professional.